Event description:
It was reported that the patient had passed out and was admitted to the hospital. The physician indicated that the implantable cardioverter defibrillator (ICD) was not ¿kicking in¿. The patient needed external shocks to terminate ventricular tachycardia (vt). The patient had experienced recurrent vt, some requiring external shocks to terminate. A follow up with the patient¿s healthcare provider was not possible. The device remains in use. No further patient complications have been reported as a result of this event.